Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one euphora rx ptca balloon catheter to treat a lesion. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. It was reported that during inflation the balloon would not hold pressure and was leaking contrast. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: kinks were evident to the hypotube 9cm and 15cm distal to the strain relief. The balloon returned with blood visible in the balloon and inflation lumen. The device was placed in the water bath to disperse the blood in the balloon and inflation lumen in order to aid inflation. The balloon failed negative prep. On pressurisation of the device, a leak was observed on the distal section of the balloon working length. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a short longitudinal tear on the balloon material immediately proximal to the balloon distal cone. The balloon material was jagged and uneven at the tear site. Lead in scratches were not evident proximal or distal to the tear site. If information is provided in the future, a supplemental report will be issued.